Event description:
It was reported that the programmer's touch pen stylus either was not functional or would not calibrate. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus would not calibrate with the overlay and therefore the overlay/bezel assembly was replaced. Analysis also found that the media bay door was missing and it was also replaced.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).